Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient experienced a loss of therapy. Patient reported they had switched programs somehow and they were not happy with the results. Caller wanted to know what setting they were on when they got the device. Patient was redirected to their doctor to obtain that information. Patient stated they were having a return of bowel issues. Patient was at work and did not want to perform troubleshooting, patient was going to try a different setting when they got home. Caller stated the current setting felt like the stimulation was more up the back, they thought they were on program 3. No further complications were reported or anticipated.